Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted (lot no. B53558) for female sterilisation. The patient had a medical history of depression, anxiety (however became more anxious recently for several month due to 3 times of car accident last year. Afraid of driving, feeling anxious sometimes with mild anxiety attack with the sweating, shaky while), syncope (cardiovascular: patient had syncope in past that has resolved she had event monitor with normal results. Denies any other sx currently stable neuro: ad one syncope which was worked up and ace to patient no issues since than), alcohol use, menses irregular (patient been experiencing some irregular periods since I have had the essure placed... Patient haven't had a period in two months, and now my period stopped 2 weeks ago, and 2 days later I have been spotting, so patient have been spotting for 2 weeks now. Patient have also been experiencing random sharp pains in my vagina. Also patient need to do the test to see if my tubes are closed, patient had to cancel her appointment because patient had started my period. Patient have called to make another appointment and have not been able to. Messages re: irregular dr think patients irregular periods are due to the depo-provera that you last received (B)(6) 2015, and not the essure. Dr do n t know how the essure follow-up appointments are scheduled so please try calling the number you were given to have that scheduled. Dr am not sure about the pains in your vagina), breast lump, facial bones fracture and migraine. Previously administered products included: nexplanon, depo provera and marijuana. The patient had a family history of cancer, hypertension and diabetes. On (B)(6) -2015, the patient had essure inserted. On (B)(6) 2020, 2032 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (salpingectomy laparoscopic (bilateral)). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: medical record received. Medical history & lab data added including pathology test .reporter information added .lot number and expiry date added .non drug treatment updated. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: surgical pathology report: final pathologic diagnosis a.b bilateral fallopian tubes, salpingectomy: bilateral fallopian tubes without significant abnormality. - two implant contraceptive hardware. Clinical history: presence of essure implant contraceptive. Implant removal gross description: also present in the specimen container are 2 similar silver coiled shaped springlike metal hardware (measuring 2.5 x 0.3 cm and 3.4 x 0.3 cm) and 2 similar silver wires (measuring 17 x less than 0.1 cm and 19.2 x less than 0.1 cm). Inscriptions are present. The most recent follow-up information incorporated above includes data received on: 10-nov-2023: medical record received. Medical history & lab data added including pathology test .reporter information added .lot number and expiry date added .non drug treatment updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, 2525 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted (lot no. B53558) for female sterilisation. The patient had a medical history of depression, anxiety (however became more anxious recently for several month due to 3 times of car accident last year. Afraid of driving, feeling anxious sometimes with mild anxiety attack with the sweating, shaky while), syncope (cardiovascular: patient had syncope in past that has resolved she had event monitor with normal results. Denies any other sx currently stable neuro: ad one syncope which was worked up and ace to patient no issues since than), alcohol use, menses irregular (patient been experiencing some irregular periods since I have had the essure placed... Patient haven't had a period in two months, and now my period stopped 2 weeks ago, and 2 days later I have been spotting, so patient have been spotting for 2 weeks now. Patient have also been experiencing random sharp pains in my vagina. Also patient need to do the test to see if my tubes are closed, patient had to cancel her appointment because patient had started my period. Patient have called to make another appointment and have not been able to. Messages re: irregular dr think patients irregular periods are due to the depo-provera that you last received (B)(6) 2015, and not the essure. Dr dont know how the essure follow-up appointments are scheduled so please try calling the number you were given to have that scheduled. Dr am not sure about the pains in your vagina), breast lump, facial bones fracture and migraine. Previously administered products included: nexplanon, depo provera and marijuana. The patient had a family history of malignant pituitary tumor, hypertension and diabetes. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2020, 2032 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (salpingectomy laparoscopic (bilateral)). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: medical record received. Medical history & lab data added including pathology test .reporter information added .lot number and expiry date added .non drug treatment updated. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: surgical pathology report: final pathologic diagnosis. A.b bilateral fallopian tubes, salpingectomy: bilateral fallopian tubes without significant. Abnormality. Two implant contraceptive hardware. Clinical history: presence of essure implant contraceptive. Implant removal gross description: also present in the specimen container are 2 similar silver coiled shaped springlike metal hardware (measuring 2.5 x 0.3 cm and 3.4 x 0.3 cm) and 2 similar silver wires (measuring 17 x less than 0.1 cm and 19.2 x less than 0.1 cm). Inscriptions are present. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 28-dec-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, 2525 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.